Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt revised for cup malpositioned.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the liner and head's device history records did not reveal any related manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Per the initial reporting, patient x-rays are not available for examination. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pfs, pff and medical records received. In addition to what was previously alleged. Pfs alleges injuries, mental stress, lack of mobility and pain in the hip and groin. Discomfort, walking difficulty, and sleep disturbances. Pff alleges dislocation with closed reduction. After review of medical records for MDR reportability, the patient was revised to address recurrent dislocation of the left hip. Revision note reported capsular scar, serosanguineous fluid. Hip was found to be grossly unstable posteriorly , soft tissue was noted to be grossly loose, soft tissue tension, and hemostasis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.